Event description:
It was reported that during set up / inspection for use , the subject device had no endoscopic image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd (charged coupled device) was faulty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty ccd (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.